Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that was  not having good luck with ins and clarified not working at all/not getting any therapy relief. Walked patient  (pt) through checking therapy status on call. Pt mentioned when connecting with ins that it sometimes takes a while to find device. Pt confirmed successfully connected with ins on call. Pt stated therapy is on at program 7 at 3.6v. Pt increased stim to 3.9v on call and stated still not feeling stim. Reviewed therapy considerations. Reviewed number of available programs and maximum level of amplitude. Agent inquired if pt has had any recent trauma/falls and pt reported they have fallen on treadmill stating they accidentally pressed button that increased treadmill speed from 3 mph to 10 mph. Pt reported they fell on side of implant and are not sure if they hit implant, but reported they have a big burn on that hip. Pt provided eve nt date as "probably been a month" (did not clarify yr). Pt mentioned they have hcp appt. With pa next week. Pt stated fall occurred "probably 3 weeks ago". See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp pt inquired if handset is turned off if therapy will remain on. Reviewed external equipment/therapy overview with pt. Reviewed how to charge handset and communicator.  No further complications were reported/anticipated at this time.